Manufacturer narrative:
Concomitant medical products: prior admission patient medications include but are not limited to: flomax, asa, metoprolol, amiodarone, benicar, singular, albuterol, lipitor, tgu454515/14538492. (B)(4). A review of the manufacturing records for the devices is being conducted. According to the instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: reoperation

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a type b complicated aortic dissection and was implanted with conformable gore® tag® thoracic endoprosthesis, with the most proximal device landed in zone 3 of the proximal descending thoracic aorta. The left subclavian artery was also stented at this time. The patient tolerated the procedure with no reported complications or endoleak. On (B)(6) 2016, it was reported that the patient underwent conversion to open repair for treatment of a new type a dissection, which included an aortic rupture located at the mid portion of the ascending aorta. No devices were explanted. The new type a dissection was reported to have been caused by the patient's hypertension, and not related to the type b complication dissection or any product failure of the tag® devices or previous procedure. The patient tolerated the procedure and was discharged on (B)(6) 2016.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a type b complicated aortic dissection and was implanted with conformable gore tag thoracic endoprosthesis, with the most proximal device landed in zone 3 of the proximal descending thoracic aorta. The left subclavian artery was also stented at this time and was reported to have ulcerated plaque distally. The patient tolerated the procedure with no reported complications or endoleak. On (B)(6) 2016, the patient presented with crushing chest pain and paralysis to the lower extremity, secondary to hypertension. Urgent computed angiography tomography (cat) was performed which showed a large pericardial effusion and what looked to be a hematoma of the entire ascending aorta and arch. Intraoperative evaluation of the ascending aorta was reported to show a thrombosed type a dissection, which retrograde dissected. The dissection extended from the sinotubular junction all the way up to the arch. The patient was converted to open repair and replacement of the ascending aorta was performed using a hemashield graft. No devices were explanted. The new type a dissection was reported to have been caused or contributed to by the patient's hypertension or stent deployment. No product failure of the tag devices was reported. On (B)(6) 2016, it was reported the patient expired from a cardiac event unrelated to the device or procedure.